Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.

Event description:
Additional information was received on 2/27/2018. Hemostasis was obtained with the anchor-collagen seal of the angioseal device. The knot slides and it usually goes lower only to almost half the arterial wall. What did not work was the automatic compacting tube. This compaction was ensured with the maneuvers described in our troubleshooting for this situation. There was no other equipment or devices used with the angio seal. The procedures were without complications and the punctions revised with angiographies: (translated: puncture site confirmed with angiography). The closure was used at the end to complete the case. There was no blood loss. The hemostasis was effective. It went not down but it did not come out of the centimetrated introductor shaft (translated: introducer sheath), the automatic compacting tube.

Manufacturer narrative:
Patient identifier - requested, yet to be received, age and date of birth - requested, yet to be received, weight - requested, yet to be received, ethnicity - requested, yet to be received, race - requested, yet to be received, explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted no findings.

Event description:
The user facility reported that the compacting tube in angio-seal evolution that is responsible for the correct placement of the collagen on the arterial wall, did not descend and remained inside the introducer and was unable to see the green mark at any time. The collagen had gone down to the arterial wall and has achieved hemostasis without any unwanted consequences in vascular access. Renal arteriography. Afc puncture right. Introducer 5f. Correct hemostasis, the compacting tube does not descend even when the tension is higher than usual. It was reported that there was no harm to the patient.